Manufacturer narrative:
The device was returned to johnson & johnson medtech (j&j medtech) for evaluation. A visual inspection, and functional tests of the returned device was performed following j&j medtech procedures. Visual analysis revealed reddish material and a hole in the surface of the pebax. The device was connected to the carto 3 system and the device was recognized. However, errors 105 and 106 appeared on the screen due to open circuit on the tip area. Further inspection was conducted on the adhesive used and an excessive amount was observed on the wires. A manufacturing record evaluation was performed for the finished device 31422818l number, and no internal actions related to the reported complaint condition were identified. The force issue reported by the customer was confirmed. The potential cause of the pebax damage could be related to the manipulation of the device during the procedure; however, this cannot be conclusively determined. The excessive adhesive on the wires could be related to the open circuit and the force sensor observed; however, this cannot be conclusively determined. The root cause of the excessive adhesive is traced to the manufacturing process. The potential cause of the open circuit on the magnetic sensor could not be established. An internal corrective action is being implemented to address manufacturing opportunities related to the force sensor issues. The instruction for use states: do not scrub or twist the tip electrode as damage to the tip electrode bond may occur and loosen the tip electrode, or damage may also occur to the contact force sensor and affect measurement accuracy. As part of j&j medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac procedure with a qdot micro for which biosense webster¿s product analysis lab (pal) identified a hole in the surface of the pebax. Initially, it was reported that when connecting the catheter, a sensor error (106) occurred. The issue was resolved by replacing the cable and replacing the qdot catheter with another one. The procedure was completed without patient consequence. The force sensor error was assessed as non MDR reportable. The risk of patient harm is considered remote. The biosense webster, inc. Pal received the device and per the evaluation completion on 11-jan-2025, a hole was observed on the pebax surface with reddish material inside. This was assessed as MDR reportable with an awareness date of 11-jan-2025.